Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) undersensing in (B)(6) 2019. It was later reported in (B)(6) 2020 that there was poor atrial sensing, far field signal, and this device had appeared to have stored inappropriate pacemaker mediated tachycardia (pmt) episodes due to sinus tachycardia. It was noted that an out of range atrial measurement of 0.3 mv occurred, but it had also been as low as 0.1 mv in other months. Additional information received indicated that this pacemaker was later explanted. No additional adverse patient effects were reported.